Event description:
It was reported that the customer went to the emergency room (ER); cause of ER visit was not provided. The customer was experiencing elevated blood glucose levels; however, a bg level was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.